Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID:2134265-2013-06904, 2134265-2013-06905, 2134265-2013-06906, 2134265-2013-06907, 2134265-2013-06908, 2134265-2013-06909, 2134265-2013-06911. It was reported that post a stenting treatment procedure the patient experienced hair loss and nerve damage. In (B)(6) 2011, one 2.25x16mm taxus liberte atom stent and seven unspecified sized stents were implanted in an unspecified lesion. In 2012, the patient began experiencing hair loss and nerve damage in her legs. No treatment has been given for the patient¿s symptoms.